Event description:
It has been reported to philips that the c-arm failed to move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.